Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing test by the facility, the subject device tested positive for unspecified bacteria.(the number and type of the bacteria were not informed.) It was reported that the user facility had disinfected the subject device with peracetic acid. Other detailed information was not provided from the user facility but there was no report of patient infection associated with this report.